Manufacturer narrative:
Lot number 1004 provided was not found in docusphere. Jde was also searched and no record was found. Because the DHR for p/n 338.20 lot #1004 is not able to be located the DHR was not reviewed. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dynamic hip screw (dhs) insertion, the coupling screw was noted to be bent after insertion of the screw. The part was used successfully and there was no delay in surgery. It was later noted that the dynamic hip screw (dhs) coupling screw has a broken distal tip which was noticed postoperatively this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; a dynamic hip screw/ dynamic condylar screw (dhs/dcs) was received with a broken distal tip. The entire threaded region was broken off the instrument and not returned. The dhs/dcs is a component of the dhs/dcs system. The coupling screw is used in conjunction with a dhs/dcs wrench, centering sleeve and guide shaft for the insertion of the system¿s lag screws in the technique guide. The top-level drawing for the coupling screw was reviewed. The drawing called out the appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. The failure of the large off-axis load was applied to the coupling screw which led to the instrument¿s failure at the point where it interfaces with the screw which caused a break at the interface of the coupling screw and the lag screw. The failure mode can be associated with method of use rather than a design deficiency. The instrument was received broken, therefore the complaint is confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.